Manufacturer narrative:
The investigation results will be provided in the final report. The explant date is estimated.

Event description:
Product manufacturer reference number: 1627487-2019-09589. It was reported that the patient was experiencing discomfort and the system was not providing therapy. As a result, the system was explanted in (B)(6) 2015.